Manufacturer narrative:
(B)(4). Date sent: 11/6/2024. B3: unknown, assumed first day of month that complaint was reported. D4: batch # c9dj5j. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the b15lt device was returned with no apparent damage. In addition the tyvek was returned along with the instrument. Further analysis showed that the device had a 15mm universal seal with a 12mm inner seal assembly, which did not allow the obturator to be inserted through the sleeve. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown gynecological procedure, trocar did not fit inside sleeve. No patient consequences.